Event description:
It was reported that there was -m6c revision case-- blumenthal et al (esj 2024). Discusses the outcomes and management strategies for patients who underwent revision or removal of cervical total disc replacements (tdr). The most common reason for removal/revision encountered in this cohort was severe osteolysis, 7 were m6-c.

Manufacturer narrative:
Additional information has been requested - device has not returned for investigation.

Manufacturer narrative:
Additional information has been requested - device has not returned for investigation. Upon additional information received, it was determined this complaint was associated to an ide patient (B)(6). Additional details were included in this follow up report from the completed investigation. This follow up report is submitted after the FDA requested a correction be made to the initial report which identified the type of report to be both 5-day report and initial report.

Event description:
It was reported that there was -m6c revision case-- blumenthal et al (esj 2024). Discusses the outcomes and management strategies for patients who underwent revision or removal of cervical total disc replacements (tdr). The most common reason for removal/revision encountered in this cohort was severe osteolysis, 7 were m6-c. Additional information provided indicated the reason for the device explantation was due to potential cysts visible on CT, changes in endplate bone, and endplate shifting. Patient was asymptomatic and inflammation and infection were not suspected, but samples were collected for hospital pathology. No lab results or tissue samples were provided.